Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on november 5, 2021, it was found that there was dirt on the objective lens which was difficult to remove.there was no report of patient injury associated with the event.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on november 5, 2021, it was found that there was dirt on the objective lens which was difficult to remove.there was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) checked the subject device and confirmed the phenomenon. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to insifficient cleaning.